Event description:
On (B)(6) 2016, a 21 mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted due to aortic regurgitation. It was observed that two stent posts between the right coronary cusp (rcc) and left coronary cusp (lcc) were fused to the inner aortic wall and a pannus like substance was extended over the stent post between the lcc and ncc, resulting in incomplete coaptation. The valve was successfully replaced with a 19 mm non-abbott valve with the patient in stable condition.